Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports the lens was oversized. There was a vault value of 1.120 um reported. Lens remains implanted.